Event description:
Customer reported hospitalization due to high blood glucose. Attempts were made to get further information on the hospitalization however were unsuccessful. Customer also stated that they received a no delivery alarm several times on their insulin pump. Customer stated that she received a no delivery alarm when attempting to bolus, however the alarm was resolved after an infusion set change. Customer's current blood glucose reading is 234 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.